Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection noted that the shocking coils had become stretched at the distal end, most likely due to explant damage. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited an unknown product performance issue. A revision procedure was performed and the lead was removed, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been returned to boston scientific. Analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited an unknown product performance issue. As a result a revision procedure was performed, wherein the lead was removed and replaced. No additional adverse patient effects were reported.